Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent removal surgery due to breakage of the monoaxial screw. The implant was originally placed in the patient on (B)(6) 2017. It was found that the handle required for removal was not delivered before the procedure. The surgeon used a different unknown handle instead but the broken screw could not be removed as the handle did not reach the screw. The surgery was ended with the screw remaining in the patient. There is no further information available. This report is related to (B)(4). This report is for one (1) viper system cannulated monoaxial screw 5.5 x 6.0 x 40mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional procode: nkb, osh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.